Manufacturer narrative:
H6: updated health effect, h6: updated investigation finding, h6: updated type of investigation , h6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing record could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: on (B)(6)2002: (B)(6) medical center. (B)(6) , md. Indications: ¿this patient is a 34-year-old male who initially had a hernia repair and developed an ileal inguinal neuralgia. He later was explored by (B)(6) , md. And had a rather extensive dissection of his lateral femoral cutaneous nerve and as a result of that developed quite a hernia on the right side of his abdomen that was quite protuberant. CT scan obtained of the area suggested the hernia present and so I did offer to take the surgery with the understanding that it would be difficult to assess things with him in that position, but I would try and anchor things as much I could .¿ on (B)(6)2002: (B)(6) medical center. (B)(6) , md. Preoperative diagnosis: ¿right lumbar hernia .¿ implant procedure: repair of right lumbar hernia with dual mesh. Implant: ¿dual mesh, 10 x 15 0val¿, pid not provided implant date: (B)(6) 2002 (hospitalization dates unknown) on (B)(6)2002: (B)(6) medical center. (B)(6) md. Operative report. Postoperative diagnosis: right lumbar hernia. Anesthesia: general. Findings: ¿the patient had what seemed more like a diastasis than a hernia. I did anchor the dual mesh underneath the fascia, away from the peritoneum, with a series of sutures that were placed about an inch and a half away from the incision and an inch and a half apart using a part of the stamey needle and the dual mesh. I did anchor it between the bottom two ribs on the superior side, the posterior lumbar musculature posteriorly, the rectus muscle anteriorly and the musculature along the pelvic brim inferiorly. The procedure was uneventful as it will be described.¿ procedure: ¿the patient was brought to the operating room under satisfactory general anesthesia, was prepped and draped for hernia repair. I infiltrated all of the wounds with half percent marcaine with epinephrine prior to making incision. His incision was opened along the medial two -thirds and extended down to the muscle which was really found to be intact, but attenuated. Once I incised through it, used careful blunt dissection and found the peritoneum and pushed it away from the area. After marking on the skin, the margins of the hernia, I then used a 10 x 15 cm piece of oval mesh and then using a 0 gore-tex incision made incisions about an inch and half away from the incision, an inch and a half apart around the perimeter in continuity and using a stamey needle grabbed the suture, pulled it through and anchored it to good fascia as best as I could. Once this had been done I began tieing (sic) these and switched sides and continued this around the whole perimeter of the defect. Once this had been accomplished, I then closed the musculature with a #1 prolene suture, subcutaneous layer was closed with a 2-0 vicryl and a stapler was used on the skin. Sponge and needle counts were correct. Estimated blood loss was nil, little stab wounds with steri-strips. The patient went to the recovery room in stable condition .¿ implant record: not provided. Relevant medical information: unknown date: biologic mesh repair of right flank hernia no records provided on (B)(6)2011: (B)(6) md. Operative report. Procedure: right flank hernia repair with underlay strattice mesh 16x20cm. Implant: strattice. Assistant: (B)(6) , md. Pre and postoperative diagnosis: right flank hernia. Anesthesia: general. Estimated blood loss: 250ml. Complications: none. Specimen: none. Indications: ¿mr. (B)(6) is a 44 year old male with a previous biologic mesh repair of a right flank hernia. He has increased laxity and is indicated for repair .¿ findings: ¿attenuated right flank fascia.¿ procedure: ¿following general endotracheal anesthesia, the abdomen and right flank were prepped and draped in the normal sterile fashion. Prior to beginning the procedure, a time out was held at 1200 where the patient, site, and procedure were verified by all members of the operative staff. Prior to incision, ancef was given. Through his previous scar, a 20cm incision was made and the subcutaneous tissue dissected down to what appeared to be the fascia throughout the entire length of the wound. The fascia was very thin and attenuated. Discrete layers to the abdominal wall were difficult to appreciate, but the tissue became increasingly robust superiorly at the 12th rib, running toward the midline along the right iliac spine, and medially adjacent to the rectus sheath. In order to facilitate an underlay hernia repair, a 4-6cm underlay dissection was carried out circumferentially. During this dissection, the peritoneal cavity was entered. There was no viscous injury. The wound was irrigated and hemostasis achieved with a combination of cautery and interrupted silk. The peritoneum was closed with interrupted maxon. A 16x20cm strattice biologic mesh was sewn into the fascia with interrupted maxon circumferentially in an underlay fashion. The mesh was not on tension and the underlay dissection allowed closure of the fascia over the mesh without tension using interrupted maxon. A #10 jp drain was placed deep to the fascia and superficial to the mesh exiting superior and medial to the wound. After the wound was irrigated and hemostatic, it was closed in two layers: deep dermis with interrupted maxon and skin with staples. The abdomen was washed, dried, and the wound dressed with a coverderm. At the conclusion of the case, lap instrument, and needle counts were correct. The patient was awoken from general endotracheal anesthesia, extubated, and transferred to the post-anesthesia care unit in stable condition .¿ on (B)(6)2011: implant sticker: ¿strattice. 16 x 20 .¿ ohsu inpatient hospitalization on (B)(6) 2011. On (b)6)2011: ohsu. (B)(6) , md. Operative report. Procedure: evacuation, right flank hematoma. Assistant: (B)(6) , md. Pre and postoperative diagnosis: right flank hematoma. Anesthesia: general. Estimated blood loss: 25ml. Complications: none. Drains: none. Indications: (B)(6) is a 44-year-old man who underwent repair of a right flank hernia with strattice mesh on (B)(6) 2011. Postoperatively, he developed some pain and swelling around the wound which improved at the time of discharge. He presented to clinic for followup today, however with persistent pain, swelling, and drainage from the area with concern for a possible infected fluid collection or hematoma. He is taken to the operating room for evacuation of the fluid collection.¿ findings: ¿there was a large subcutaneous hematoma under the right flank wound containing 200 to 300 ml of clotted blood. There was no evidence of infection. The strattice mesh repair was completely intact. The wound was left open and packed.¿ procedure: ¿after proper identification, the patient was brought to the operating room and placed on the operative table in the supine position. General endotracheal anesthesia was induced without incident. A team pause was held confirming the correct patient, site, and procedure. The patient was positioned in slight left lateral decubitus positioning. IV antibiotics were administered. The right flank was propped and draped in the usual sterile fashion. We removed the staples at the center portion of the right flank wound and immediately encountered a collection of lysed hematoma. This was evacuated. We then proceeded to open the wound along the majority of its length. Under the skin, we encountered a 200 to 300 ml collection of hematoma which had partially lysed. There was no evidence of infection. We did however obtain culture sample and sent it to the lab in the event that there was occult infection. The strattice repair was intact and remained covered with a layer of muscle. We copiously irrigated the wound and maintained hemostasis. We then packed with a dry kerlix gauze and covered with a sterile bandage. All counts were correct at the end of the procedure. There were no apparent complications. The patient was awakened, extubated, and transferred to the pacu in stable condition without incident .¿ on (B)(6)2011: ohsu. (B)(6) , md. Operative report. Procedure: washout of right flank wound. Delayed primary closure of right flank wound. Assistant: (B)(6), md. Pre and postoperative diagnosis: postoperative wound hematoma. Anesthesia: general. Estimated blood loss: scant. Complications: none. Indications: ¿mr. (B)(6) is a 44-year-old male who recently underwent repair of a recurrent right flank hernia with underlay strattice. Postoperatively, he developed a hematoma that required evacuation. He returns to the or today for wound washout and possible delayed primary closure.¿ findings: ¿wound bed clean. No hematoma.¿ procedure: ¿following general endotracheal anesthesia, the right flank was prepped and draped in the normal sterile fashion. Prior to beginning the procedure, a time out was held at 1445 where the patient, site, and procedure were verified by all members of the operative staff. Prior to incision, ancef was given. After the right flank was irrigated, it was hemostatic and required no further debridement. Inferiomedially a #7 jackson pratt drain was tunneled into the wound and placed at the base. The drain was secured with nylon. Once the dermis was closed with interrupted biosyn, the skin was closed with staples and the wound dressed with a coverderm. At the conclusion of the case, lap, instrument, and needle counts were correct. The patient was awoken from general endotracheal anesthesia, extubated, and transferred to the post -anesthesia care unit in stable condition .¿ on (B)(6)2012: ohsu. (B)(6) , md. Operative report. Procedure: hybrid technique for repair of right flank hernia. Underlay 16 x 20 strattice mesh (biologic used secondary to history of mrsa and mesh infection in site). Placement of 5 mm mitex bone anchor in right iliac crest. Debridement of previous scar tissue including some previous mesh, fascia, sub q tissue. Assistants: (B)(6) md., (B)(6) , md., (B)(6) , md. Pre and postoperative diagnosis: recurrent (x3) right flank hernia. Anesthesia: general. Estimated blood loss: 300ml. Specimens: none. Complications; none. Drains: one 19 french drain placed below fascia and above the biologic mesh. Indications: ¿mr. (B)(6) is a 45-year-old man, who underwent a right inguinal hernia repair complicated by chronic pain. He then was managed with an ilioinguinal nerve ligation, and from this incision, he developed a right flank hernia that has not been repaired 4 times (the previous two repairs at ohsu by (B)(6) dr. . Two months ago, he noticed a new increased acute severe pain in the posterior aspect of his right flank, and on CT scan, there is evidence of recurrence of his hernia. After extensive discussion with the patient, he elected to undergo reoperation for this flank hernia. He was well aware this surgery may not cure his pain.¿ findings: ¿moderate right flank hernia with diastasis of all three abdominal wall layers with true herniation of the transversalis. No evidence of infection in the mesh that previously placed.¿ procedure: ¿the patient was identified in the holding area, brought to the operating room, and placed on the table in the supine position. Scds [sequential compression devices] were placed. Vancomycin was given, and general anesthesia was induced. The patient was positioned in the left lateral decubitus position with the assistance of a beanbag. His right flank was prepped and draped in a sterile fashion. An approximately 14 cm incision was made through the previous incision and carried down through the subcutaneous tissue with electrocautery. The previously placed strattice mesh was evident and had slightly folded back on itself. This was also incised with cautery to aid in exposure. The retroperitoneal space was developed, and the colon was mobilized and pushed further left away from our operative site. With blunt dissection, we were able to clear a large area under the fascia for placement of our mesh. The peritoneal cavity was entered. We were able to see the colon and liver and keep them out of our working area. A 16 x 22 piece of strattice mesh was then chosen and using a hybrid technique and the suture passer, we were able to create an underlay with the strattice mesh using interrupted 0 maxon sutures and pulling them through separate incisions made in the skin outside of our flank incision. At the inferior most portion, it was overlying the anterior superior iliac spine so using a 5 mm mitek bone anchor, the mesh was tied down to the iliac crest. After all the sutures were tied, the strattice was laying in a good position. A 19-french blake drain was then placed superficial to the strattice and the fascia was closed over the mesh with a running number 1 maxon suture. The subcutaneous tissue was then brought together with 2-0 polysorb and the skin was closed with staples. A dressing was placed. The patient was awakened in the operating room and transferred to pacu in stable condition. All counts were correct. Dr. Martindale was present the entire case .¿ on (B)(6)2012: implant sticker: ¿strattice 16 x 20 .¿ explant procedure: not provided. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent open lumbar hernia repair on (B)(6) 2002 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2011, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: recurrent flank hernia. Mesh had completely pulled away. Additional event specific information was not provided.